Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Insulation damage was alleged on the ra lead but was unable to be confirmed. Provocative testing was performed and the noise was able to be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.